Event description:
It was reported that the manual wheelchair was approximately 80% open while the end user was attempting to get into the chair. End user used the right armrest to support himself for balance to get into the chair and reported that it was shaky and loose. Allegedly when the end user put his right hand on the assembly of the seat, his hand fell between the metal bar of the wheel assembly and the seat assembly and his right ring finger was caught. As a result the end user¿s right ring finger was required to be amputated. End user reported he was trying to get to the wheel when he dropped into the chair and never made it to the left armrest.